Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing did not reproduce any abnormalities in the image. A review of the device history record found no deviations that could have caused or contributed to image abnormalities. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, a root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. There were thin cracks in the focus ring and the rear cover label was faded. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
The customer reported that, during preparation for use, there was a poor image from the subject device. There was no effect on the patient due to the event.